Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4)].

Event description:
It was reported via medwatch, "the patient was injected in CT using the power injector through a powerloc safety infusion set and the dead end cap came off during the injection and leaked contrast all over. The patient had to have a 20g IV placed in order to reinject and complete the exam".